Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, the up/down buttons on the infusion device are not working 100%. Pt stated, the buttons sometimes do not respond. Pt reported, the infusion device casing is worn away and feels it is no longer water light. Pt reported, there were no medical concerns as a result of this issue. No further info is available. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Requested return of the alleged infusion device for eval.